Event description:
This lead was implanted on (B)(6) 2009 and capped on (B)(6) 2013 due to impedance issues.the physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).